Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during the use of the system, the image acquisition system (ias) would go into emergency mode. The site pressed the button to reset emergency mode, and it resolved the issue. During translation of the ias, the system passed in emergency mode. The surgeon explained that this issue happens often, without incidents in the surgery. The probable cause of the reported issue was unknown. There was no reported delay to the procedure due to this issue. The issue occurred preoperatively with no impact to the patient.